Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reporetd via phone call that they experienced low blood glucose level. The customer's blood glucose level was 49 mg/dl. The customer treated with food. They also reported sensor related issues. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.